Event description:
The report received from the database indicated that after the interventional procedure the patient had asystolic cardiac arrest. The adverse event (ae) required the administration of atropine 500 mg IV and cardiopulmonary resuscitation. The patient was reported to have recovered without further intervention. The patient was kept in the hospital an extra two (2) days for observation and was discharged. The adverse event (ae) severity was reported to be moderate. The ae was reported to be unrelated to the study device/procedure and was a serious ae (sae). The event was reported to be resolved without sequel.

Manufacturer narrative:
The indication for the index procedure was stable angina. The patient was reported to have two-vessel disease with one lesion treated during this procedure. The target lesion was the first (1st) diagonal. The lesion was reported to be; 2.5 mm in diameter, 2 mm in length, a 95% stenosis, de novo, not a bifurcation/ostial or total occlusion, smooth, a readily accessible proximal segment, not angulated, concentric, little or no calcium, absent of thrombus, and type a. The lesion was not pre-dilated. A cypher select plus 2.5 x 8 mm stent was implanted at unknown pressure/duration. The stent was not post-dilated. Ivus was not done. A follow-up phone contact during the one-month follow-up revealed the patient was asymptomatic. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A female patient with a history of hypertension, smoking and hyperlipidemia experienced an asystolic cardiac arrest post cypher stent implantation. Initially, the patient was admitted with stable angina and underwent an angiogram that revealed two-vessel disease. This patient's gender and history put her at increased risk for mace. Pre procedural medications included asa; while intra procedural medications included asa, plavix, unfractionated heparin and reopro. The performance or recording of acts was not reported. The lad lesion was described as de novo, type a, 95% occluded, 2.5mm in diameter, 2mm in length, smooth, concentric and with little or no calcification or thrombus present. The lesion was not pre-dilated prior to the placement of a 2.50 x 8mm cypher stent at an unknown maximum inflation pressure. Treatment for this lesion was completed with a residual stenosis of 0%. It appears that after this procedure (it is unclear whether he had left the cath lab at this point), the patient experienced an asystolic cardiac arrest necessitating treatment with CPR and atropine. She is reported to have recovered without further intervention. This event was reported to be unrelated to the cypher stent. The patient was discharged home four days later on medications that included asa and plavix. One month after the index procedure, the patient remained asymptomatic. The product remains implanted in the patient and is thus not available for evaluation. A DHR review of the involved lot number revealed that the product met requirements for product acceptance. Based on the information provided, there are patient factors that may have contributed to this event. There is no clear indication that this event was design or manufacturing related. Please note that this is the initial/final report for this product.